Manufacturer narrative:
The patient was born in (B)(6). The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and was hospitalized on an unreported date for the event. The cause was not reported. Treatment and patient outcome were not reported. Action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). On the same day as the event onset, the patient was hospitalized for peritonitis. The nurse clarified the event was due to a breach in aseptic technique. The breach was further described as non-compliance to the sterilization technique. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Six days prior to the receipt of this report, the antibiotic treatment was discontinued and the patient was deemed recovered. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.